Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as post deployment, the mitraclip cds0602-ntr 81004u117 had detached from the posterior leaflet but remained implanted on the anterior leaflet. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with ischemic, functional mitral regurgitation (mr) grade 3+, primary jet a2p2 and mitral leaflet tethering at p2. One mitraclip was implanted without a device deficiency. Another mitraclip (cds0602-ntr 81004u117) was deployed without issue. Following, the clip remained only implanted on the anterior medial leaflet (aml). Reportedly, neither adverse event nor tissue injury was associated with this issue. The mr was reduced to grade 1+-2+. On (B)(6) 2019 and (B)(6) 2019, follow-up echocardiograms were performed and the mr was grade 1+. No additional information was provided regarding this issue.